Event description:
It was reported that the customer received erratic results on 11/29/2006: 60 mg/dl (11:00), 200 mg/dl (11:00), 64 mg/dl (11:05), 228 mg/dl (11:06). The blood glucose tests were done on the same finger; no symptoms of high blood or low blood except for feeling slightly "lethargic" over the past few days. No treatment was given because caregiver was unsure if the results were correct. No adverse event reported. Customer does not have controls. Strip information was not provided. A request was made for the return of the device and a replacement was sent.